Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The handle with quick coupling, small (part # 311.43, lot # 7685698) was received with a vertical crack on the handle. The crack was across the location of the dowel pin. The instrument/handle was not separated into two pieces. The dowel pin does not appear to have shifted in position. No other issues were identified with the returned components of the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. A dimensional inspection was not performed during this investigation as the root cause of the device the complaint was confirmed for the received handle with quick coupling, small (part # 311.43, lot # 7685698) as the instrument was received with a vertical crack on the handle. A valid design defect was identified as the root cause of the cracked condition. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based upon these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 311.43, synthes lot number: 7685698, manufacturing site: synthes jennersville, release to warehouse date: 27-may-2014. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that a handle with quick coupling broke. There was no known patient or hospital involvement. This complaint involves one (1) handle with quick coupling, small. This 1 of 1 for report (B)(4).